Event description:
Customer claimed that the meter's screen flickers and "chk" shows on screen sometimes but receives readings. Customer was prompted to buy a new battery from the store. Customer requested control solution.